Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-jun-2024. It was reported that patient faced three event of infusion set fell off. The infusion set had been in use for 1 hour of insertion. Patient replaced infusion set and resumed insulin successfully. No further information was available.